Event description:
Guardian system implantable device reached eos prematurely. The device reached eos ~3.7 years after activation when 6 years was expected. The device was explanted and replaced. There were no adverse events associated with this event.